Event description:
Follow-up identified the patient underwent surgical intervention wherein the entire system was explanted and replaced. The leads were reportedly fractured at the suture location. There was no allegation against the ipg. The reported issue has resolved post surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced auto-reduction (date of event is unknown). Diagnostic testing revealed high lead impedances. Surgical intervention will take place to address the issue.